Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient presented to the emergency room with several inappropriate ICD shocks due to lead noise as a result a rv lead dislodgment confirmed on x-ray. On (B)(6) 2018, the lead was explanted and replaced. The patient condition is stable.